Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Customer reportedly received results of 12.4 mmol/l and 5.9 mmol/l within 10 minutes on the compact plus system. Low blood glucose symptoms were reported with these results. Customer was able to self treat with a pastry. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.